Event description:
It was reported during in clinic follow up that the atrial lead exhibited oversensing showcasing as inappropriate mode switches. This oversensing was found to be due to noise. The lead was reprogrammed successfully. The patient was stable and asymptomatic.